Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the 2014 ins movement, the patient said they noticed it wasn't working for their incontinence. At a later time, they also reported that they didn't know. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that within the first year of implant the ins moved. There were no reported falls or trauma. A different hcp performed a revision and it had been fine since then. No further device issue alleged / identified. No further patient symptoms or complications were reported.